Manufacturer narrative:
Unit passed displacement test. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap(p) coin slot. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had scratches during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.